Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400-500 mg/dl). Customer noticed irritation at the infusion site. Customer changed site to stabilize his blood glucose level. Troubleshooting was performed and pump passed delivery system check.